Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Films review: review of a pre-implant drawing revealed that the patient had a aaa max diameter 45mm, as well as an aneurysmal left common iliac artery. The proximal neck diameter was 24mm just below the renals. The right common iliac artery max diameter was 24mm and the rcia length was 31mm. The left common iliac artery max diameter was 45mm and the lcia length was 50mm. The left internal iliac was (or planned) coiled, and the diameter of the left external iliac artery was 11mm. Review of cta¿s 26 months post-implant revealed that an endurant system was implanted in the patient. The bifurcate was implanted within the angulated neck. The max diameter aaa measured 4cm and there was contrast seen from a likely type ii endoleak. The ipsilateral limb was placed on the left side with an extension seen positioned just into the origin of the left external iliac. Contrast was seen outside the distal left limb extension from a likely distal type I endoleak and the left common iliac artery diameter was 43mm. The distal od of the left limb extension was approximately 13mm and is lacking apposition within the left external iliac. Just distal to the stent graft the diameter of the left external was 13mm. The left internal artery was coiled and measured 4cm in diameter. The contra limb and extension were positioned into the right common iliac artery. Thrombus was seen within the distal end of the right limb extension; 20mm flow lumen within the 27mm ID limb. No other stent graft issues were observed. The exact cause of the distal type I endoleak is unknown. Earlier post-implant images were not available for review. There currently appears to be inadequate distal seal length and possible disease progression within the aneurysmal lcia. It is unknown if there was limb migration as earlier films for comparison were not provided. Images from the secondary intervention were not available for review.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient had a CT observing a type ib endoleak. The patient did not receive treatment. The physician decided to monitor the patient. However four months later an endurant 13x13x82 was implanted to treat the type ib endoleak. As the leak still persisted, another endurant 16x13x124 was implanted. The procedure was completed successfully and the endoleak resolved. The physician commented that there might not have been sufficient room to place the stent from the branch of eia. The stent might have migrated, or it had been undersized. No additional clinical sequelae were reported and the patient is fine.